Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken sensor. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor cannula was sticking out of the top of the sensor where the needle was. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.